Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the instrument channel port was loose but the cause could not be specified. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use warnings and cautions caution ·do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ·do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (instrument channel port rattling) was confirmed. It was observed the instrument channel port was loose due to physical stress. In addition, service found the connecting tube was dented, the number of lost ultrasonic elements were out of specification due to broken ultrasonic probe, the electric contact of the ultrasonic connector was worn, the ultrasonic connector could not be connected normally due to corrosion, the insulation resistance value was out of specification due to broken ultrasonic cable cover, the aspiration quantity was out of specification due to broken channel tube, the insulation resistance value of the acoustic lens was out of specification due to peeling of acoustic lens, the bending angle in up direction was out of specification due to wear of the angulation wire, and there was a leakage due to a pinhole on the channel tube. There was corrosion from the scope connector, the scope identification (ID), and the electrical connector due to leakage. The switch button #3 and the switch button #2 were not working due to corrosion. The image was rough and there was a black scratch on the image due to broken ccd (charge-coupled device) unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the instrument channel port of the subject device was rattling. The reported issue was observed while preparing the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device without a delay. There was no report of patient or user injury due to the event.